Event description:
The surgeon performed a surgical procedure on 10/05/1999 on the pt's right soulder. The surgeon performed a second surgical procedure in 11/2001 and the surgeon informed the pt that the damage to the cartilage was a result of the pt not being a compliant pt.